Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a detached connector on the pace/defib engine board. The pace/defib board was replaced and scrapped to resolve the report. It is not known how the connector became detached. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.